Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with two aris mesh products. Later the pt experienced stress urinary incontinence, recurrent genital prolapse, recurrent urinary tract infections, abdominal pain and dyspareunia. An explant of both aris mesh slings was performed.